Event description:
Reporter indicated during a normal mode diagnostic test the output status faulted. Good faith attempts to obtain additional information have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.